Event description:
It is reported that the patient was revised in 2009, due to an unknown reason. During revision of the devices, the product exhibited metalosis at the stem extension junction on the femoral.

Manufacturer narrative:
This report will be amended when our investigation is complete.